Event description:
Pt was hospitalized for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction and the pt has stated that she was in a hurry and accidentally administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to performing a prime. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind / prime sequence. The pt has received add'l training from her md and educator and has continued to use the pump with no reported subsequent events.